Manufacturer narrative:
The insulin pump was received with button error alarm and it had intermittent button response due to corroded keypad traces. No moisture damage found on the electronics, motor, battery tube, and vibrator assembly noted during visual inspection. The device had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratches on the lcd window, scratched reservoir tube window, and missing end cap sticker.(B)(4)

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. Customer didn't know her blood glucose level. Customer stated the device got wet which may have to lead to the device alarming. She was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.